Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a repeated recoverable fault 32100 occurred with universal surgical manipulator 1 (usm1). The logs indicated an error related to the usm1. Troubleshooting steps included attempting an emergency power off (epo) and exercising the usm1, but the error persisted. The customer was advised to disable the usm1 and manually dock it to complete the surgical procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the error occurred during the procedure. The surgeon deactivated the arm due to the problem, as it was not possible to bypass the error. The procedure was completed robotically with 3 arms, and the subsequent procedure was also performed with 3 arms.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have error 32100 when installed on an in-house system pointing to the axes controller arm (aca) board within the usm. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the 32100 error is the aca board within the usm.

Event description:
Refer to h11 for follow-up information.